Event description:
It was reported that during a low anterior resection (open) procedure, the device was used for cutting the lower part of the bowel. Then, he used a new reload for the upper part of the bowel that placed clips, but didn¿t cut. Sutures were used to complete the procedure. There were no adverse consequences for the patient reported. One reload was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.